Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient was getting lots of unreproducible noise events triggering tachy episodes. The noise response was already set to inhibit, and there was no pattern to the timestamps of episodes. The device remains implanted.